Event description:
It was reported that the patient underwent a revision procedure 2 years and 27 days post implantation due to infection. It was noted that the cup was not well fixed. A washout was performed with an exchange of the head and liner. Five screws were also explanted. Surgeon decided all metalware needed to be removed and a girdle stones hip was to remain for future assessment and management of the infection. A well fixed arcos sts/cone was removed via eto. Tissue samples taken and wound closed. There is no additional information available at the time of this report. It was reported that the patient underwent revision surgery due to infection. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2-foreign-australia. D10. Item#:11-301332 ;lot#:409820 ;item name:arcos con sz b hi 70mm; item#:11-300816 ;lot#:791480 ;item name:arcos 16x150mm spl tpr dist; item#:00620206420 ;lot#:62526380 ;item name:arcos 16x150mm spl tpr dist ; item#:00631006436 ;lot#:63631271 ;item name:liner 10 degree elevated rim 3.5 mm offset 36 mm i.d. For use with 64 mm o.d. Shell ; item#:hip-unk-screws ;lot#:unknown ;item name:hip-unk-screws, qty x 5 ; investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
Upon review of this complaint from an investigation perspective, it is now considered that the delta ceramic femoral head within this complaint does not impact the reported event of infection. Hence this report will be voided.

Manufacturer narrative:
(B)(4). Upon review of this complaint from an investigation perspective, it is now considered that the delta ceramic femoral head within this complaint does not impact the reported event of infection. Hence this report will be voided. Given the above information this medwatch will be voided.